Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 8323561 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Based on the investigation carried out and with no sample for analysis the symptom reported by the customer can¿t be confirmed. No additional actions will be taken other than monitoring the complaint trend for this lot. This lot was produced for (B)(4) units; therefore, the cpm is (B)(4). Root cause description: no root cause can be determined as no samples were received. The inspections performed while producing this lot were all accepted. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 5ml saline fill china sp was deformed, but still operable. The following information was provided by the initial reporter: "on (B)(6) 2020, the patient child was admitted to the four wards of our hospital due to gastrointestinal disease. On (B)(6) 2020, after finishing the infusion treatment for the child, the nurse performed the operation of sealing the needle and opening the flush to rinse, the flush was found that the handle at the end of the flush was broken, and the nurse immediately replaced a new one to reseal the needle. The child was injured by a second puncture."